Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in-clinic. Upon interrogation, their atrial lead exhibited over-sensing noise, an increase in pacing impedance, and high capture thresholds. Programming changes were made. The patient experienced no adverse consequences.